Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was achieved of the common femoral artery using perclose proglide devices. Reportedly, during initial suture placement through a 6-french sized access site, when the needle plunger was removed, there was no suture attached to the needles to be retrieved. The device was removed over a guide wire and the sutures from two additional proglide devices were sequentially deployed 60-degrees opposite in orientation and set to the side. The access site was dilated to 16-french to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although the reported needle-to-cuff miss was not confirmed, analysis of the device indicated the link broke from the posterior end of the posterior cuff. A link break can appear similar to the user to the reported needle-to-cuff miss. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.